Event description:
Customer reported that the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane and low voltage power supply. System operates as intended.